Manufacturer narrative:
Although the actual device involved in this event is expected to be returned, it was not received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. ·the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: ·verify compatibility of interacting devices prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
The different device cannot be pulled out of the guidewire and is removed along with the guidewire. No patient injury. Additional information received 10jul2024: the pigtail of the 5fr imaging catheter got stuck and was removed together with the guidewire. Additional information received 16jul2024: question: is this a new or experienced user (please specify)? Answer: experienced. Question: listing and model of all other devices used during the procedure, include the model, brand name, sizes, etc. Answer: 5fr imaging catheter. Question: patient information: (age weight, and gender). Answer: not avalable. Additional information received 31jul2024: question: was there any damage noted to the guidewire prior to or after the procedure? Answer: no. Question: the issue was reported to have occurred during withdrawal/closure; however, the outcome is that the procedure was completed with a different device (same model). What was the reason for using a second safari2 guidewire to complete the procedure if the issue occurred during withdrawal/closure? Answer: the procedure was restarted from the beginning with a second safari2. Question: was there any resistance noted during insertion and advancing the safari2 guidewire or at any time prior to the withdrawal? Answer: no. Question: was the guidewire able to be removed from the catheter upon removal from the patient? Answer: yes, the guidewire could be removed at outside patient after removal from the patient.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-safari2 jpn 275cm x sml 5p; returned coiled and loose; double-bagged within "zip-lock" style poly biohazard pouches. Note: the dispenser assembly was not returned with the specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen did not present any damage when examined at 18" with the unaided eye. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. ·the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: ·verify compatibility of interacting devices prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. Section h6 type of investigation (b) and investigation findings (c) codes were updated to reflect the analysis of the actual specimen. No other codes were updated at this time. Should additional information be received, a follow up medwatch report will be submitted.